Event description:
It was further reported that all pieces were retrieved from the patient and another compression device was used to complete the procedure.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4) g2: poland. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was requested but not returned by hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. H3 other text : requested but not returned by hospital.

Event description:
It was reported that the compression tool fractured while screwing the screw into the plate. Attempts have been made and there is no further information at this time.